Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump would stop bolus delivery. The customer's blood glucose was 82 mg/dl. Tandem technical support attempted to help customer navigate through pump history but customer was unable to do so as the customer was legally blind. Multiple attempts were made by cts to follow up with the customer however all were unsuccessful.